Manufacturer narrative:
The pdm was returned and a visual inspection was performed; no abnormalities were observed. A technical assessment of the device design identified the root cause of the battery event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. Lot release records were reviewed and the product lot met all acceptance criteria.correction to d(4): sequence number changed from unavailable to 010300-11655. Correction to h(3) :device returned to manufacturer changed from no to yes. Device evaluated by manufacturer updated changed from no to yes. Correction to h(6) investigation findings updated to c0201. Investigation conclusions updated to d0108.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the battery event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is losing a battery charge quicker than expected. The patient reported that their battery was bulging from the back of the pdm.